Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("other injuries/symptoms: fatigue,"). The patient was treated with surgery (hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue and menorrhagia to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2008 received treatment for: dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), other injuries/symptoms: fatigue were added. Case becomes incident. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.